Event description:
The representative reported that a (B)(4) broke off during a us bx. No patient consequences reported.

Manufacturer narrative:
Complaint number: (B)(4). Investigation summary: the device will not be returned for investigation; therefore, a definitive conclusion could not be reached regarding this specific event. Based on our knowledge of the device design and its prescribed use, we have developed a comprehensive risk management file associated with our mammomark product portfolio. The most likely scenario is that the user removed the marker applicator separately from the biopsy probe. Tip shear has been identified as a potential risk whenever the applicator shaft is removed through the biopsy probe. Our mammotome vacuum assisted biopsy probes contain extremely sharp edges along the aperture opening to effectively excise tissue. Removing the applicator shaft creates the possibility of the applicator catching on one of these edges and shearing. As a mitigation step to address this risk, we provide contraindication language and instruction within the instructions for use.